Event description:
Procedure: unk. Pt sex: unk. Reportedly, when the stapler was applied, the staples did not form properly. A small amount of bleeding resulted. The surgeon then changed to an open procedure to complete. According to the reporter there was no pt injury.